Event description:
It was reported while using unspecified bd maxzero there was blood backflow. There was no report of patient impact. The following information was provided by the initial reporter: they primed with normal saline prior to initiating crrt. Prior they were using microclave with the same setup without issue. They noticed a large amount of blood backflowing into the maxzero saline infusion during crrt. The line was an 11.5 fr dual lumen vascath started on 5/13. We started to see max zero this week.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that there was blood back flowing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using unspecified bd maxzero there was blood backflow. There was no report of patient impact. The following information was provided by the initial reporter: they primed with normal saline prior to initiating crrt. Prior they were using microclave with the same setup without issue. They noticed a large amount of blood backflowing into the maxzero saline infusion during crrt. The line was an 11.5 fr dual lumen vascath started on 5/13. We started to see max zero this week.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.